Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per sop 01-061 since the device manufacture date is greater than one year from the event date. Cause traced to component failure. A getinge field service engineer (fse) contacted the customer to discuss the problem. The fse advised the customer to swap the battery from compartment 1 to compartment 2. The problem traveled with the battery and it was determined that the battery needed to be replaced. The fse ordered batteries to be shipped to the customer for installment and to ensure proper operation. No on-site getinge service was needed.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) would not charge battery 1. This event occurred before use on patient. There was no patient involvement or adverse event reported.